Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint the procedure was for a renal stenting and on placing the advanta v12 8mm x 59mm x 120cm catheter through the 11 french radiofocus introducer sheath the stent dislodged out of its crimped position on the balloon. An evaluation of the returned device was conducted and the stent had been dislodged proximally on the balloon. The stent was in remarkably clean condition where the stent was located however, the proximal balloon cone was completely blood stained. The rest of the balloon and stent were not stained at all. The catheter shaft was clean on the outside but the guidewire lumen in its entire length was blood stained. The response back from the institution was that other devices had been placed through the sheath prior to the advanta v12. The details also show that the introducer sheath used in the case was an 11fr radiofocus introducer sheath. The 8mm x 59mm advanta v12 covered stent is labeled to be used with a 7fr introducer sheath. It is not clear why such a large sheath was used during the procedure. It is possible that an endograft was placed during the procedure but is not known it is typical to use a large introducer sheath for endografts. The sheath was not included with the returned product an evaluation of the sheath could not be performed. During the process of manufacturing the stent is crimped on to the balloon. This process of crimping leaves very visible stent frame marks in the balloon indicating that the stent was crimped properly. During the investigation these crimp marks on the balloon surface are very evident and do indicate that the stent was fully crimped at the time of manufacture. The stent was in good condition but did have a slight curve to it. During the process of manufacturing each production lot of catheters performs multiple performance tests including the force required to dislodge the stent from its crimped position on the balloon. This testing is called stent retention testing. The results of this testing is documented within the device history records. Based on a review the lowest stent retention value noted was 15.7 newtons (n). This stent retention specification has not been changed since the release of the product requirement document in aug 2015. A review of the stent crimping device history record shows that all crimp machine parameters and settings were correct and verified by quality. The review of the device history records shows also that 20 crimped stent devices of this production lot were passed through a 7french introducer sheath as specified on the product label as part of the product lot qualification testing requirements and had no stent movement reported. This is important to note as the stent in the particular case was attempted to be placed through a much larger 11 fr introducer sheath. Based on the details it is impossible to determine the cause of the stent dislodgement during the advancement into the 11fr introducer sheath. There is no evidence that the advanta v12 was non-conforming based on the results of the investigation. It is likely that the stent was dislodged due to damage to the sheath but this cannot be confirmed without the sheath being returned.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that an advanta was broken. According to the user, the stent slipped off the shaft when it was inserted.

Event description:
N/a.